Manufacturer narrative:
The patient¿s weight was not provided. The devices were returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on veno-venous extracorporeal membrane oxygenation (ECMO) support on (B)(6) 2018. It was reported that on (B)(6) 2018, a pump failure occurred directly before transfer of the patient from the bed to the CT table. Intermittent flow below minimum alarms secondary to low preload preceded the pump failure. The patient was administered fluid and the flow below minimum alarms resolved. The primary console alarmed again and it was found that both the revolutions per minute (rpm) and liters per minute (lpm) displays were blank with the exception of the decimal light on the lpm display. The lower console display was functional and alarmed flow below minimum. The pre- and post-oxygenator pressures displayed were similar to that of original values, and it was reported that flow was still present through the ECMO circuit. The back-up primary console was switched on in order to confirm flow through the circuit. The original flow probe was disconnected from the back of the faulty primary console and connected to the back-up primary console, at which point a flow of 0.00 lpm was observed. The pump was assessed to confirm pump function; no vibration was present and no audible sounds were detected. A motor change was performed and the rpm of the pump were increased on the back-up primary console to previous values. Flow was re-established as confirmed by the flow display. The duration of the incident lasted less than 1 minute during which time patient hemodynamics and arterial oxygenation saturation were unaffected. No additional information was provided.

Manufacturer narrative:
The investigation did not confirm the reported pump failure as it was not reproduced during analysis. The returned console was powered on and displayed a battery maintenance required message. The console was also connected to the returned motor and flow probe. The system was then connected to a test pump and started without issue. Both speed and flow measurements were displayed. The system ran for more than 24 hours with no interruption in pump support or alarms related to flow issues. Each piece of returned equipment was tested individually and the reported event was not reproduced. The root cause for the reported event was not determined through this analysis. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.